Manufacturer narrative:
Onsite testing by a spacelabs field service engineer confirmed that the involved devices performed to specifications. The testing was witnessed by a hospital representative. The patient's historical waveforms and trend information was collected and sent to spacelabs for analysis. Spacelabs will file a supplemental report once the investigation is complete.

Event description:
Spacelabs received a report that on (B)(6) 2017, a telemetry patient experienced episodes of ventricular tachycardia (vtach) at 2:15 pm that did not alarm at the central monitor. No one was injured as a result of this event.

Manufacturer narrative:
Two brief episodes of ventricular tachycardia (vtach) were shown in the historical waveform data. Findings show that the first episode did not satisfy the requirement to generate a vrun alarm. The historical database was no longer available to further investigate the second episode. Because the device generated alarms appropriately during testing by the field service engineer, we know of no reason why a vrun alarm would not have generated during the reported second episode. This investigation is considered complete and the matter closed.